Manufacturer narrative:
Device evaluation: one refurbished straight micrograsper was returned for evaluation. Visual examination of the device confirmed the reported complaint of the jaw breaking off. A small portion of the jaw remains attached to the shaft. The shaft and actuator are bent. The actuator is bent dramatically out of the shaft. The shaft is damaged/bent approximately 1.750 from the distal tip. The serrated teeth on the shaft and upper jaw are damaged. The condition of the device is consistent with excessive forces being applied during use. Per the device¿s IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ also the IFU instructs ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).

Event description:
During an ankle arthroscopy procedure, utilizing the micrograsper, it was reported that the grasper was being used by surgeon to remove loose bodies. When the surgeon asked for the grasper again later in procedure, he placed the grasper into joint and noticed on the monitor that the head of grasper was broken off. A c-arm brought in to detect if the metal head was in joint, confirmed metal was in joint. The surgeon proceeded to remove medial and lateral portal / incision sights. After trying several techniques to reach metal head, a third portal was made posterior. Once the new portal was made a mosquito was used to grab the loose metal head from joint. The c-arm image taken to confirm all loose metal was out of the joint. The broken handle and head were placed into biohazard bag for return. There were no reported patient injuries or complications.